Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose was 450 mg/dl. The customer reported that pump is not working, he is getting a lot of no delivery alarm's. The customer reported that if he is getting no delivery alarms on the insulin pump and doesn't hear it then his blood glucose go up to 300 mg/dl,400 mg/dl, and is at risk for heart disease. Customer reported that event was resolved by changing complete set (infusion set and reservoir). The insulin pump will be returned for analysis.